Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. Implant date : not applicable as device was not used. Explant date : not applicable as device was not used. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device evaluation: no complaint product was returned, however customer photos were received. Lens damage, haptic damage, and haptic stuck to the optic body were observed in the photos. The photos were evaluated by sme, (B)(6). Picture 1 shows the lens inside of the container (daisywheel) and picture 2 shows the lens outside the container (over the folding carton). It was observed that the haptics shape does not show the normal pattern, appears to be damaged, the lens surface seems to have a reddish color (different to the expected one for an unused and clean lens) probably associated to hematic components. The observed images suggests that the lens was previously used and most probably implanted and removed from a patient eye. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after opening the intraocular lens (iol) outer package, the doctor found that the inner package was damaged and contaminated with blood. The operation was suspended and doctor had to wait for the delivery of replacement iol. Product was not returned for investigation. No further information available.